Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units, and remained static at 45 units. The customer's blood glucose (bg) level was 293 mg/dl, which was addressed with a correction bolus via the pump. At the time of the call, the customer declined to reload the cartridge and indicated that the insulin gauge would continue to be monitored. During a follow-up call on (B)(6) 2016, the customer confirmed that a new cartridge was loaded and the customer received an accurate fill estimate. Additionally, the customer's bg level came back down to target range.